Manufacturer narrative:
This follow-up report is being filled to relay additional information, which was unknown at the time of the previous medwatch. According to legal documents received the item# 0203264015 lot# unknown is not manufactured by zimmer biomet. Complaint is rejected and it will be voided. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
According to legal documents received the item# 0203264015 lot# unknown is not manufactured by zimmer biomet. Complaint is rejected and it will be voided.

Manufacturer narrative:
Due to fact that this is a legal claim, our legal department has been provided with the available facts from the customer. Zimmer (B)(4) legal department is well trained and passes all information concerning the case to our complaint handling department. As soon as supplemental information becomes available an updated report will be submitted. The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. An e-mail requesting additional information was sent to the appropriate representatives. Lot numbers. Implant date. Explant date (revision)? Surgical report. Implantation report. All available x-rays during time in- vivo with printed date. Was there medical intervention? If yes, explain circumstance. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer biomet¿s reference number of this file is (B)(4). The following reports are associated with this event: 0009613350-2019-00678.

Event description:
A patient is pursuing a product liability claim. It was reported that the ncb periprosthetic femur plate was fractured. Note: missing information to clarify the nature of this complaint has been requested.